Event description:
Customer reported that a patient presented with an infection 10 days following laminectomy procedure. The patient was returned to surgery for wound incision and drainage and again four days later.

Manufacturer narrative:
H6: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.